Manufacturer narrative:
Hologic technical support (ts) reviewed logs and observed no hardware issues. Customer informed ts that they leave kit controls and reagents on the instrument for multiple days once they start using them, and ts advised this is not best practice. Hologic molecular application specialist (mas) reviewed logs and determined the discrepant results were likely due to low-target concentration samples where only one of two probes amplified. Mas further concluded the contamination was operator-induced, and customer agreed with their findings. No further issues reported. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.

Event description:
Customer reported one sars-cov-2 tma run, (B)(4), using assay lot 319624 on panther plus instrument sn (B)(4) which had 7 discrepant samples. Customer questioned if there was contamination after the negative control in several wls resulted positive. Hologic molecular application specialist (mas) went onsite to inspect their workflow, clean the lab and workspaces, and advise them on mitigating contamination. Customer performed monthly maintenance and retested positive samples for confirmation using the same patient tube and assay lot. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. Customer could not confirm which results were reported out, but they relayed they take responsibility in deciding which result to report. Customer agreed to correlate obtained result with patient clinical history and presentation. The only patient impact reported was positive patients quarantining at home for four days.